Event description:
It was reported that the health care professional was unable to "edit a patient's device [serial number] in carelink" because it registered the device as belonging to a different patient. A correction to the spelling of the patient's name was made and carelink remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.